Event description:
A hospital in (B)(4) reported that three mr290 humidification chambers leaked at the connection of the water feedset tube and the water bag spike. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: one complaint mr290 spike and feedset tube was returned for evaluation. The returned components were visually inspected. As only parts of the chamber were returned no further testing was possible. Results: no visible damage was found to the spike and feedset tube connection or to the components themselves. The spike was found tightly connected to the feedset tube. A lot check revealed no other complaints for lot 130122. Conclusion: we were unable to determine the cause of the reported leakage as no fault was found with the returned chamber components. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that three mr290 humidification chambers leaked at the connection of the water feedset tube and the water bag spike. This was found prior to patient use.